Event description:
Attorney advised previously revised pt with posterior cervical instrumentation with chronic neck pain and a cracked rod was returned to the or for posterior cervical exploration, inspection of instrumentation and removal of segmental instrumentation. Rod had cracked under the c4 screws. All instrumentation was removed and pt appeared completely fused throughout, so no indication for further instrumentation.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot # was provided. Mfg records could not be reviewed without a lot #.